Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer had a noisy fan and broken keyboard. The fan was noisy, and the keyboard latch was broken. It was also determined at analysis that the stylus was broken non-functional. The paper tray was nearly empty, and the right cord bay latch was broken. The right upper bullet and the keyboard hinges were broken. The upper and lower handles were broken, and the power cord was obsolete but still working. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a noisy fan and broken keyboard. The programmer was returned into service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.